Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, cubies were failed. Two cubies were opened when 1 med was selected. The customer stated that this malfunction caused a delay in dispensing when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two mini pockets were opened at the same time. A field service engineer (fse) tested both pockets in hardware test application (hta) and was unable to recreate the issue and both pockets were opening and closing without any issue at that time. The system functioned as intended after the field service engineer verified the device.